Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm which was not reproduced by evaluation due to a reload set alarm. Air in line alarms were confirmed during a review of the event history log and found to be caused by continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.